Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measuring 3000 ohms. Additionally, there were some stored atrial tachy response (atr) events that exhibited noise and oversensing which resulted in pacing inhibition. The minute ventilation (mv) sensor was oversensing noise therefore, it was deactivated by the signal artifact monitoring (sam) feature. It was also noted there was evidence of noise on the right ventricular (rv) channel. Technical services recommended programming changes and suspected the noise was due to electromagnetic interference (emi). This patient is pacemaker dependent. This pacemaker , rv and other manufactures ra lead remain in service. No adverse patient effects were reported.